Manufacturer narrative:
Arjo became aware of the automatt of nimbus 4 mattress overinflation. The issue was detected on a mattress which had not had corrective action completed, yet in the country of occurrence. The mattress was not in use. No patient was involved and no injury occurred. The cause of the automatt overinflation is the incorrect circulation of the air in the automatt sensor pad (mattress base) due to a damaged inner tube. The tpu (thermoplastic polyurethane) tube may break over time due to the extruding force of the silicone tube and the external bending force, causing air accumulation in automatt. This issue has been address by the voluntary field corrective action (B)(6). The field action in the united states is completed. In summary, the nimbus 4 mattress did not meet its specification since the automatt sensor pad was faulty. No patient was involved when the reported issue occurred. No injury was claimed. The complaint was decided to be reportable due to the risk of patient¿s fall because the mattress was not corrected as per the field safety corrective action (B)(6).

Event description:
The mattress overinflated (automatt). There was no patient involvement, no injury.

Manufacturer narrative:
The investigation is ongoing. When conclusion is available the final report will be provided.